Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was no insulin seen coming from the tubing during the fill tubing process. Customer changed the cartridge and tubing, and was able to successfully completed the fill tubing process. Subsequently, the customer received a minimum fill message during a supplies change. Reportedly, the cartridge was filled with 130 units of insulin. The customer was able to load a new cartridge successfully. The customer's blood glucose level 148 mg/dl.